Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove and inspect the cartridge, revealing a damaged o-ring, and then assisted with filling a new cartridge and cleaning the pneumatic tap area. However, the customer was unable to successfully load the cartridge onto the pump, and as the pump was out of warranty, it was not replaced.